Event description:
It was reported to MFR that the vns pt had surgery where the lead and generator were replaced. The info received indicated that the lead was replaced due to a lead discontinuity. Further follow up with the treating physician revealed that the pt was seen for a follow up visit prior to surgery, and diagnostic test revealed the dcdc code = 7, and end of service status was set to yes. Attempts to obtain additional info from the physician have been made, but have been unsuccessful to date. The explanted lead and generator have been returned to MFR and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.